Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h11: investigation result the returned captivator ii was analyzed, and it was observed during visual inspection that the working length and wire were kinked. Also, as a functional inspection, the device was extended and retracted in the 10- inch loop fixture and the loop could extend properly without any issue. A continuity and electrical test were performed, and the device was found within specification. The reported event of loop unable to cut and device unable to deliver energy were not confirmed. These problems could be related with the technique as the device was handled and manipulated that caused reported and encountered malfunctions. Excessive manipulation of the device without enough care could have induced the defects found. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific that a captivator ii snare was used during an unknown procedure performed on an unknown date. During the procedure, the polyp could not be resected due to energization problem. Even after switching to cold resection, it still could not be resected. The snare was securely attached to the active cord and no visible problem was noted with the cautery pin. The procedure was completed with another different device. There were no patient complications reported as a result of this event. Additional information was received on (B)(6), 2025 the device was used to remove an approximately 10mm benign polyp during a cold and hot snare polypectomy procedure performed on (B)(6) 2025.

Event description:
It was reported to boston scientific that a captivator ii snare was used during an unknown procedure performed on an unknown date. During the procedure, the polyp could not be resected due to energization problem. Even after switching to cold resection, it still could not be resected. The snare was securely attached to the active cord and no visible problem was noted with the cautery pin. The procedure was completed with another different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific that a captivator ii snare was used during an unknown procedure performed on an unknown date. During the procedure, the polyp could not be resected due to energization problem. Even after switching to cold resection, it still could not be resected. The snare was securely attached to the active cord and no visible problem was noted with the cautery pin. The procedure was completed with another different device. There were no patient complications reported as a result of this event. Additional information was received on august 13, 2025 the device was used to remove an approximately 10mm benign polyp during a cold and hot snare polypectomy procedure performed on (B)(6) 2025.

Manufacturer narrative:
Block h2: additional information: block b3 (date of event) and block b5 (describe event or problem). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code a090402 captures the reportable event of snare unable to deliver energy.